Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen on the device is no longer responding now that the navigation ring has been replaced. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer has requested an on-site visit to fix the reported issue. The visit was scheduled to happen (B)(6) 2023. Investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
G1 contact office phone: (B)(6). H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed physical damage by the way of cracked or shattered glass on the touchscreen which cannot be tested. It is out of spec and open resistance readings. The technician is unable to determine at what point the touchscreen was damaged before arriving in the product investigation lab.